Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracked, the battery area was completely broken so much that the insulin pump won't turn on, and the battery would not insert anymore. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The customer reported there was no physical damage to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device also received with cracked battery tube threads and cracked case behind the device near the battery compartment. (B)(4).